Event description:
It was reported that the insulin pump alarmed during the prime process. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose drive support disk. Also, the insulin pump had cracked battery tube threads and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.